Event description:
Pt status post construct implantation returned to surgeon for post op visit. An x-ray showed the rod slipped out of the screw head with a locking cap in place at l4, the end of the construct. Surgeon revised the pt. This is one of three reports for this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. Without a lot number, a device history record cannot be requested.